Event description:
The complaint is reported as: the cuff was difficult to deflate prior to use.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number provided by the customer was not a valid lot number. The sample was not returned for evaluation, therefore, the complaint could not be confirmed and a root cause could not be established. Manufacturer will continue to monitor and trend related complaints.